Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Blood penetrated the lead. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. Apart from the damaged ring electrode, no insulation damages were observed. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2015 patient received an inappropriate shock from device and wanted the OEM ICD out due to physical and emotional discomfort. It was recommended that the ICD remain implanted, but the patient chose to have it removed with the understanding of the risks. Should additional information be received, this file will be updated.